Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patients where the result was greater than 4.9 inr. Data could only be provided for one of the patients. The customer was unsure of the specific dates of testing. The result from the meter was 5.5 inr and the result from a laboratory sample drawn 20 minutes later was 3.3 inr. The laboratory used dade innovin reagent. The customer stated that treatment was based on the meter result, but was not willing to provide any further information. There was no adverse event reported. The patient was not anemic, had no heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 168936-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
Two vials of test strips were received for investigation. The returned strips and a retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint that would point to a cause for the result discrepancy.